Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed irritation under his back therapy electrode pads. The patient's physician prescribed a cream for the irritation. Follow-up indicated that the irritation was the same.